Manufacturer narrative:
Title wireless capsule endoscopy in adolescents with familial adenomatous polyposis source tumori , volume 102, 2016 (40-44) date of publication: 15 july 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, three patients were unable to swallow the video capsule, and it was positioned directly into the stomach by the upper gastrointestinal scope. In this study, no patient experienced capsule retention and no other complications, such as bleeding or perforation were observed. Article: wireless capsule endoscopy in adolescents with familial adenomatous polyposis author: marco vitellaro, md, year: 2015 june volume 102.